Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported the rep met with the patient for a follow-up appointment. Contact 0 was still out-of-regulation (oor). It was stated contacts 8-15 are now oor as well. These contacts were not part of active groups and the patient was doing well. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported via the manufacturer¿s representative (rep) that starting a month ago they needed reprogramming for more back coverage. The rep. Met with the consumer and was able to achieve more back coverage, but the impedance check showed contact 0 was out of range (oor), but that specific contact wasn¿t involved in programming, and the cause of the issue wasn¿t determined. It was noted there were no factors that may have led or contributed to the issue. Following reprogramming the consumer was happy with coverage and the issue was resolved, but they then reported experiencing pocket pain to which the rep. Referred them to their healthcare provider (hcp) to address since this wasn¿t resolved, but no appointments were scheduled at the current time.